Event description:
It was reported that high impedance was detected on the patient's vns preoperatively to a replacement surgery due to battery depletion, near end of service. The patient underwent lead and generator replacement. Product return is not expected. No further relevant information has been received to date.